Event description:
On 09/01/2009, a spontaneous report was received regarding a (B) (6) male who received an injection of restylane (cross-linked hyaluronic acid dermal filler). Medical history included a previous injection of restylane on an unspecified date in (B) (6) 2008. The patient was not taking any concomitant medications. The patient received an injection of restylane below the eyes in early or late (B) (6) 2009 (volume injected unknown). The patient did not receive any pre-procedure medications and no additional procedures were performed at the time of implantation. On an unspecified date in 2009, within a couple of days of receiving restylane, the patient experienced mild watering and mild itching of his eyes. About 3 weeks after the injection, the patient's eyes became very irritated and were burning and watery. The skin around the patient's eyes also became "puffy" and the patient's nose was "runny." The patient visited the injecting dermatologist, who felt that the patient was having a severe reaction to restylane. The injecting dermatologist prescribed cloderm (clocortolone) cream for the patient's eye symptoms on an unspecified date in (B) (6) 2009. Although the patient experienced relief from cloderm use, the injecting dermatologist instructed the patient to discontinue treatment with the product on an unspecified date in (B) (6) 2009, as cloderm could cause cataracts if used long-term. The injecting dermatologist alternatively prescribed verdeso (desonide) cream; however, verdeso did not help with the patient's symptoms. The patient reported that the injecting dermatologist considered withdrawing the restylane from his face, as a last resort. On (B) (6) 2009, the patient visited his optometrist for an eye exam and was told he was developing "the early stages of cataracts" in both eyes. During the exam, the patient's eyes were dilated with unspecified drops and the patient's symptoms of eye watering and itching became significantly worse. On (B) (6) 2009, the patient visited his primary care physician who said that the patient had an allergic reaction and that his immune system was rejecting the restylane. The patient was prescribed elidel (pimecrolimus) and was also using over-the-counter moisturizing eye drops, which helped somewhat. On (B) (6) 2009, the injecting dermatologist was trying to "pin down a couple things" to try to determine what was going on. The injecting dermatologist felt that the patient's worsening symptoms had to do with the drops that were put in his eyes during his eye exam, but recommended that the patient see an allergist. On (B) (6) 2009, the mild watering and mild itching of the patient's eyes were ongoing. As of (B) (6) 2009, the patient was feeling much better. The patient still had burning around the corners of his eyes, but the swelling was down and he could see. The patient continued elidel use, as it seemed to be giving him some relief.

Manufacturer narrative:
Additional PMA 510(k): p020023. The patient felt that the development of the early stages of cataracts was due to the product (not specified). The patient reported that his other symptoms were not part of an allergy-related event, as the injecting dermatologist had suspected. The patient believed that his other symptoms could have been related to the combination of restylane and the eye drops that he had received during his eye exam; however, the patient was not sure. The lot number and expiration date were reported as unknown. Additional information has been requested.